Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that there was fluid left in the drip chamber and in the piggy back bag; however; the pump indicated the infusion was complete. There was no report of patient harm.

Manufacturer narrative:
An investigation cannot be performed using the customer provided picture. No further investigation of this event is possible at this time.